Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 5 events were reported for this quarter. Product return status - 5 devices were received for evaluation. Evaluation status - 5 events were confirmed during testing. - 2 devices were found to be affected by a fractured sag head. - 1 device was found to be affected by a fractured fin. - 1 device was found to be affected by a fractured link. - 1 device was found to be affected by a mechanical problem. Additional information - 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had small pieces breaking off. 5 events had no patient involvement; no patient impact.